Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not vibrate on vibrate test during self-test. The customer's blood glucose value was 200 mg/dl. The customer also reported other blood glucose values such as in the 150 mg/dl, 207 mg/dl. The customer was assisted with troubleshooting. The customer stated that the drive support cap was normal. The customer was advised to replace and to discontinue the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill or audio/beep/vibrate anomaly noted during testing. Device had cracked reservoir tube lip.